Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported experiencing a loss of consciousness before a scheduled follow up. When the crt-d was interrogated, a red warning screen was displayed indicating that this device was in fallback mode with limited shock and pacing therapy available. It is unknown if this patient had been exposed to strong electromagnetic interference (emi) or any radiation therapy. No other adverse patient effects were reported. At the last follow up one month earlier, the device was operating normally. A revision was performed and the crt-d was successfully replaced. Once the replacement device was implanted and the leads were connected, all measurements were normal and there was normal product operation. The explanted device was later returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. An interrogation of the device upon its return verified that it was in fallback mode. A review of the device's memory revealed that the device experienced a hardware reset. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device case was opened and detailed analysis was performed on the internal circuitry in order to determine the reason for the reset. However, extensive testing was unable to reproduce the reset that caused the device to go into fallback mode. Laboratory analysis confirmed that this crt-d went into factory fallback mode due to it experiencing a hardware reset. However, the reason for the reset was unable to be determined through detailed analysis as the crt-d passed all electrical testing.